Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up. Upon interrogation, the right ventricular lead's pacing lead impedance and pacing threshold increased from a prior date. Other lead measurements were stable. The lead was capped and replaced on (B)(6) 2017. The chronic implantable cardioverter-defibrillator's setscrew would not tight down on the new lead. A new device was implanted successfully. The patient was stable throughout and will be monitored.